Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025; in order to remove the excess skin. The abutment was also removed and replaced during the same surgery.